Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "upon opening the implant the inside sterilized package on the top of it had some discoloration. It was noticed by the dr. Who decision was not to open the implant any further, rep had a back up implant and used that one."